Manufacturer narrative:
Product analysis: analysis was unable to confirm the analyzer was not working properly. The analyzer passed all incoming functional tests. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly and was not being recognized by the programmer in some moments. The analyzer was returned for service. There was no patient involvement.